Event description:
It was reported that the patient presented for blood work, however, while walking into the hospital, the patient started feeling crummy and then received a shock, so the patient went directly to the emergency room to be checked. It was also reported that the patient had an episode where atrial pacing was oversensed in the ventricle, just outside the cross chamber blanking period leading to inappropriate detection and therapy. The device delivered anti tachy pacing (atp) before charging which resulted in ventricular arrhythmia and a resulting shock. Therefore, program changes were made to the device sensitivity. However, since then the right ventricular (rv) lead impedance has varied with short ventricle-ventricle (v-v) intervals and noise on the electrogram (egm.) The rv lead will be revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: performance data collected from the device was analyzed and revealed oversensing, with 1 - ventricular nst=170 ms on (B)(6) 2012 05:57:03. There was also interference/noise, with a ventricular short interval count v-sic=17.4 counts avg/day, in 1.90 days, between (B)(6) 2012 10:58:02 and (B)(6) 2012 08:27:27.